Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl, 400 mg/dl, 500 mg/dl and 329 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the insulin pump screen was scratch. Customer also stated that they can read the insulin pump screen and insulin pump was functioning as designed. Troubleshooting was performed for damaged. The insulin pump will not be returned for analysis.